Event description:
Pt fell out of bed. Pt became entrapped between transfer support pole and bed. Pt's feet were tangled in bedding. Entrapment between the bed and the transfer support pole caused neck compression and asphyxiated the pt. See attached death cert. And incident report.